Event description:
Accidental activation of twinjet 0.15 while father was demostrating use to babysitter. No medical effect, no accidental injection, no adverse event. Simply be aware that some patients may accidentally activate the device unintentionally.